Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump by plugging the cable into a computer usb port. Subsequently, the battery gauge was fluctuating. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 100 mg/dl.